Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v198619, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 19-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by an MRI technician that the patient mentioned they thought the ¿pump¿ (the ins) no longer worked because the lead broke. The MRI technician did not have any further information on this statement. It was reviewed with the MRI technician that if the lead were broken that wouldn¿t affect the patient¿s MRI eligibility. It was noted that the MRI was not due to a problem with the manufacturer company device/therapy and there was no further information available to be gathered due to lack of eligible follow up contact information. There were no further complications reported.